Manufacturer narrative:
Per user guide: check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. Per the cartridge instructions for use: always carefully read and follow the instructions provided with your insulin. Follow time and temperature limits for stability of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 398 mg/dl. Infusion set was changed to address bg. Pump system check was performed and t:lock was found to be loose. Customer also reported to have reused insulin from another cartridge. Tandem technical support advised customer not to reuse insulin. Customer acknowledged.